Event description:
On 6th june, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the dust cover came loose from the spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of d4 version or model #, d4 catalog # and h4 manufacture date deems required. This is based on the internal evaluation. Previous d4 version or model # and d4 catalog #: ard568350948. Corrected d4 version or model # and d4 catalog #: ard568320909/ard568350910. Previous h4 manufacture date: 12/09/2013. Corrected h4 manufacture date: 05/27/2010. According to information provided by technician defective spring arm¿s cover (ard367825555) was replaced. It was established that when the event occurred, the surgical light did not meet its specification due to loose spring arm dust cover, which contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing covers from a spring arm is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).